Manufacturer narrative:
Batch review performed on 10-sep-2020. Lot 146969: (B)(4) items manufactured and released on 23-feb-2015. Expiration date: 31-jan-2020. No anomalies found related to the problem to date, all items of the same lot have been already sold without any other similar reported event since 2016. Clinical evaluation performed by medical affairs manager. Hip revision performed 5 years after primary cementless total hip arthroplasty in a (B)(6) man. No information concerning type of comorbidities is available. In the radiographic image provided, radiolucent lines and signs of stress shielding are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Revision surgery performed due to stem loosening 5 years after the primary surgery.